Event description:
It was reported the camera head had no image and the screen was black. The issue occurred prior to preparation for use for a diagnostic cystoscopy procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. The device was returned to olympus for inspection, and the reported failure was confirmed. Additionally, the device evaluation found the cable failed the water leak test. The device had a damaged charged coupling device, causing the image issue. The most probable cause of the complaint was traced to component failure. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had no image and the screen was black. The issue occurred prior to preparation for use for a diagnostic cystoscopy procedure that was completed using a similar device. There were no reports of patient harm.